Event description:
Patient presented to the physician with a bump at the ipg site with drainage. Physician prescribed antibiotics. Patient presented back to the physician with a pinhole opening with drainage at the medial aspect of the incision. Physician prescribed antibiotic and will monitor. Patient presented back to the physician with wound dehiscence. Physician brought the patient into the or and opened the incision. No infection was observed, area flushed with antibiotics, and antibiotic powder was left in place.